Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the was admitted to the hospital on (B)(6) 2018 for hypovolemia. The patient received 2 units of packed red blood cells on (B)(6) 2018. The patient was prescribed anticoagulant aspirin at the time of the event. No further information was reported.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established during this evaluation. Multiple attempts were made to obtain additional information, but none was provided. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. The patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.